Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code: (B)(4), lot number: (B)(4). Device history review: DHR reviewed - no deviations or nonconformance were noted. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that the size 4 22.5 stabilized plus insert would not seat into tibia. Post may have been damaged. There was a 30 minute surgical delay. Doe: (B)(6) 2018.